Manufacturer narrative:
(B)(4). On (B)(6) 2018 customer alleged pump having low battery alert less than expected, low battery alarms. Unit received with alarm loop during power up. Unable to perform the stop (idle) current and run current measurement tests, self test and displacement test or verify low battery alert, battery power loss alarms due to alarm. Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly, battery connector, motor, vibrator during visual inspection. Swapping out test boards confirms e52 alarm is isolated to mother board. Pump history download using thds was successful. However, there is no data available on ((B)(6) 2018), unable to perform data analysis for low battery alert, battery power loss alarms, alarms complaint. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label. Unable to confirm low battery alert less than expected, low battery alarms due to alarm. Unit received with alarm is isolated to mother board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump were receiving low battery alarm in less than one week. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device was returned for analysis.